Event description:
It was reported when using the bd facs¿ spa iii there was waste leakage without bleach not contained (outside instrument). It was reported that "the wash tower was overflowing. The product was used for clinical diagnostic testing. The leak was a fluidic sheath waste leak. The leak occurred in a customer accessible location, the customer donned the required ppe while cleaning the spill. The source of the leak was waste line. There was no physical harm to the customer as a result of the leak."

Manufacturer narrative:
After further review MFR#2916837-2021-00075 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd facs¿ spa iii there was waste leakage without bleach not contained (outside instrument). It was reported that "the wash tower was overflowing. The product was used for clinical diagnostic testing. The leak was a fluidic sheath waste leak. The leak occurred in a customer accessible location, the customer donned the required ppe while cleaning the spill. The source of the leak was waste line. There was no physical harm to the customer as a result of the leak."